Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump alarmed motor error during rewind due to motor leaking oil and contaminating the motor home switch. Insulin pump was received with cracked case at display window corners and end cap. Insulin pump received with minor scratches on lcd window.

Event description:
It is reported that the patient has a motor error on their insulin pump. Patient's blood glucose level is unknown. Trouble shooting is conducted. Device is being returned. No further information available.